Event description:
It was reported that following a cataract surgery, the surgeon inadvertently implanted one (1) of two (2) stents from a trabecular microbypass stent system slightly posterior to the anterior chamber (ac). On postoperative day one (1), the patient presented with hyphema associated with elevated intraocular pressure (iop) and inflammation. Subsequently, the patient was placed back on maximum glaucoma medication and the iop improved back to the baseline at one (1) week postop examination. The report noted that the surgeon suspects retained viscoelastic contributed to the reported event and considered ac washout as treatment plan. Through follow-up, the surgeon conferred with glaukos medical monitor who reported that the suspected viscoelastic was not the cause since a recent ac tap had only yielded aqueous, and the inflammation has significantly improved. Additionally, the report noted that patient monitoring and treatment options were discussed depending the patient's condition following further examination. Additional information has been requested.

Manufacturer narrative:
Additional information: (B)(4). The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent, hyphema, elevated iop, and inflammation are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Malpositioned stent, hyphema, elevated iop and inflammation are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4).